Event description:
Healthcare professional (hcp) reported a patient was injected with juvederm vista volift xc and juvederm vista volbella xc in an unknown location. Hcp reported "injection site swelling and pain. The patient took anti-allergic drugs and antibiotics internally, but there was no improvement. Lumps formed gradually." Hcp also reported "granuloma". Biopsy was not provided. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-21150). This emdr is being submitted for the suspect product, juvederm vista volbella xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.